Manufacturer narrative:
The expiratory pressure transducer board was returned for investigation. The received device logs confirmed that there was a problem with the pressure transducer sub-test during the pre-use checks tests, indicating a problem with the expiratory pressure transducer pc board. The readout of the memory also confirmed that the offset value is out of specification. Microscopic inspection show evidence of contamination/oxidation on the pressure sensor. Our conclusion into this matter is that the cause for the reported error was a result of the sensor having been affected by liquid/high humidity, which has led to contamination/oxidation on the pressure sensor. The source for the liquid/high humidity exposure, has not been determined from this investigation. We could trace back the reported problem to (B)(6), therefore the date of event was determined as (B)(6) 2015.

Event description:
(B)(4).

Manufacturer narrative:
(B)(6) 2015 03:07 pm (gmt-4:00) added by (B)(6) ((B)(4)): a maquet field service engineer (fse) inspected the ventilator on-site and downloaded the ventilator log files and replaced the expiratory pressure transducer. The device was successfully tested and returned to service. The replaced parts have been requested back for investigation. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. (B)(4).